Event description:
A malfunction alarm with code 0 was reported. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer received assistance from technical support to reset the pump, and following the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue reoccurred.